Event description:
It was reported that the rover plug sparked when it was plugged in. This occurred while repairing the device. There was no patient involvement or adverse consequences related to this event.